Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, oversensing due to noise, high capture threshold, and high pacing impedance were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. X-ray imaging was conducted but the alleged cause could not be confirmed. No intervention has been conducted at this time but rv lead revision is anticipated at the next follow up. The patient was stable and will continue to be monitored.